Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).